Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on eleven (11) patient samples that resulted positive when using the simplexa covid-19 direct assay, but repeated as negative by the customer's reference lab via unknown methods. No runs from the suspected device were provided for analysis. No information on the reference lab method was provided. The customer's device and suspected false positive patient samples were not provided for investigation. A diasorin molecular senior scientist advised the customer on proper decontamination of the instrument and work area and no further false positives occurred. Environmental contamination caused the issue. Batch record review showed the critical component, reaction mix mol4151, lot# 8144n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# 8143n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on eleven (11) patient samples that resulted positive when using the simplexa covid-19 direct assay, but repeated as negative by the customer's reference lab via unknown methods. Although the false positive results were reported, the customer confirmed the alleged false positive results did not impact the patients' diagnosis or treatment since it did not match the clinical indications of the patients. No alleged harm occurred. Other patient information and sample collection method was not provided.